Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically fractured due to melting, the outer insulation of the lead was extrinsically breached due to melting and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was returned with severe explant damage and there were no other anomalies that would contribute to high threshold. Concomitant products: 5076 x2 implantable pacing leads 2011 (B)(6).

Event description:
It was reported that the left ventricular (lv) lead had high threshold. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5276 x2 implantable pacing leads: (B)(6) 2011. (B)(4).